Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: instrument/biopsy/suction channel. Cfu: 4 bacterial identification: paracoccus yeei. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2 bacterial identification: paracoccus yeei. Sampling date: (B)(6) 2025. Sampling from: instrument/biopsy/suction channel. Cfu: 9 bacterial identification: pantoea species. Sampling date: (B)(6) 2026. Sampling from: instrument/biopsy/suction channel. Cfu: 2 bacterial identification: staphylococcus epidermidis, staphylococcus warneri. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was previously reported that a positive culture was found in the ultrasound gastrovideoscope. The patient was confirmed to be a mrsa carrier prior to procedure, and the scope was not reprocessed due to the damage found on the lens of the device.

Manufacturer narrative:
B5: additional information should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.